Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
The tricuspid plastic valve was detached. The indwelling period was 11 days. The broken catheter was excreted with the stool.